Event description:
It was reported that a patient presented to clinic for follow up. An x-ray was performed and the atrial lead was found dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: h6: updated type of investigaiton, investigation findings, and investigation conclusions code for non-device return.